Event description:
It was reported that the impedance of a ventricular pacing lead measured in the bipolar configuration dropped slowly; the impedance measured in the unipolar configuration was greater than the impedance measured in bipolar. It was further reported that the lead was capped and replaced. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.